Manufacturer narrative:
Device evaluated by MFR: a synergy ous, mr, 2.25x16mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent detached and separated from the stent delivery system. Some struts showed signs of damage. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. A review of the batch records, the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking the device, the stent protection sheath was removed. The device was tried to be inserted over the guidewire but it was noted that the stent was not mounted with the stent delivery system. The protection sheath was then checked and it was found that the stent was dislodged as it was removed together with protector sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25x16mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking the device, the stent protection sheath was removed. The device was tried to be inserted over the guidewire but it was noted that the stent was not mounted with the stent delivery system. The protection sheath was then checked and it was found that the stent was dislodged as it was removed together with protector sheath. The procedure was completed with another of the same device. No patient complications were reported.